Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hospital reported the following event: "impossible to insert the lag screw."

Manufacturer narrative:
Referring to the product inquiry the lag screw, stst gamma3 ø10.5x95mm is stated to be the primary product. No other associated products were reported. Review of the device history records of the affected screw revealed no conspicuities in material or manufacturing. The item was documented as faultless prior to distribution. Dimensional inspection of the lag screw revealed no deviation; all measured relevant diameters were found to be within specified tolerances. The function test performed revealed the lag screw being fully functional; no deviation was found. The reproduction of the reported event revealed, that in case the set screw is pre-loaded prior to lag screw insertion (deviation from surgical technique), due to the exceeded screw-in depth the tip of the set screw blocks the insertion procedure of the lag screw and causes significant circumferential grooves by scratching over the lateral surface whilst the lag screw is turned under increasing pressure in clockwise direction and then is turned back counter-clockwise with high tension force. The reproduction further revealed that the newly originated circumferential grooves do not differ from the ones that were found upon receipt on the lateral surface of the screw. Based on the above it can be assumed that the root cause of the reported event is not linked to a deficiency of the device but is rather related to an intra-operative deviation from the surgical technique. No non-conformity was identified.

Event description:
The hospital reported the following event: "impossible to insert the lag screw."